Manufacturer narrative:
D10 concomitant products: sigadaptstnd, sig power sigadaptstnd linear adapter (serial# (B)(6)) sigsds30ctv, sigsds30ctv 30mm vascular short sd CT (lot# unknown) sigpshell, sig power sigpshell control shell (lot# unknown) sigsds30ctv, sigsds30ctv 30mm vascular short sd CT (lot# unknown) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during a kidney transplant procedure, the first cartridge did not articulate initially however, after reattachment to the handle, it became usable. A second cartridge was then connected to the same handle, but the jaws could not be closed. The issue was resolved by replacing it with a third cartridge, which was connected to a different handle and functioned as intended, allowing the procedure to continue. There was no patient injury.